Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.9 mmol/l (52.2 mg/dl) while wearing the pod between 4 and 24 hours. The pod was still worn while the patient sought medical attention. The medical professional did not provide any treatment apart from testing the blood glucose levels regularly and changing the basal to lower the amount. The patient was released after two days.